Event description:
Received report #mw4002929 from the FDA voluntary medwatch product problem reporting program indicating a consumer sought medical treatment for pain, and was treated for an infection that the consumer believes was related to the use of co's product.